Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) results. The erroneous results were reported out of the lab. It is unknown if there were any changes to patient treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the ion selective electrode (ise) system is routinely calibrated every 24 hours followed by a quality control (qc) run. Prior to this event, na qc results were within the lab's established ranges. The customer noticed negative anion gaps on some patient reports. The patient samples were repeated and it was found that the na results were higher. Amended reports were issued. The customer provided test data for 10 patient samples. This is report 10 of 10 medwatch reports filed for this event for patient 10 of 10 patients. A single medwatch report was filed in (B)(4) 2010.

Manufacturer narrative:
The customer evaluated the system while on the telephone with bci customer service. As instructed by customer service, the customer removed and cleaned both na electrodes. After calibration and qc run, the problem appeared to be resolved. A clear root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This MDR represents event 10 of 10 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2010-0097, 07520, 07521, 07522, 07523, 07524, 07525, 07526, 07527.